Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0gvdv, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a fall in 2015 and a motor vehicle accident in 2016. The patient noted they she had the replacement on the left side in 2016 because the wire had actually broke and it was not doing anything, and they said it had broken all year. The patient noted it could have been broken in 2015, they really didn't know. The patient noted her bladder is dead so they have to catheterize, but when they turned the bladder stimulation off they couldn't even get a catheter in. The patient noted the hcp replaced the left side in (B)(6) 2016. The patient noted their bladder not been dead for 6 years, it was 2011, and was prior to the stimulators being implanted. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.